Event description:
Customer reported receiving erratic readings on their freestyle flash blood glucose monitor. Using the same adc device, 10 mins apart, the customer received readings of 91 mg/dl and 460 mg/dl. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.